Event description:
The customer stated that he tested his blood glucose using his contour and one touch meters. The one touch read 101 mg/dl, while the contour read 215 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.